Manufacturer narrative:
Although no sample device will be returned for evaluation, the investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported: pt became hypotensive and then arrested during an angiovac ivc thrombectomy. The arrest occurred during the final phases of the procedure. The pt died while I the ir lab. No device sample is expected to be returned.

Manufacturer narrative:
The reported packaging lot 4892100 for angiovac cannula item # h965251860 had a purchased angiovac cannula component item number 10800060 (lots 599620 and 600109) packaged in it. A review of the device history records was performed by the supplier, duke empiracle, for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The angiodynamics complaint report was reviewed for the angiovac product family and the failure mode "patient injury/death." No adverse trend was identified. The used angiovac cannula was not returned for evaluation as there was no reported device failure. Therefore, it cannot be determined if the cannula was used in accordance with its labeling. Directions for use is provided with this device and contains the following statements: "warnings: selection of the patient as a candidate for use with this device and for such procedures as it is intended is the physicians' sole responsibility. The outcome is dependent on many variables including, patient pathology, surgical procedure, and perfusion procedure/technique. The benefits of use of this device must be weighed against the risks including risks of systemic anticoagulation and must be assessed by the prescribing physician." And "- as with all medical devices, this device and ancillary equipment are to be used by trained physicians only. Specifically, this device is to be used only by medical personnel experienced with initiating and monitoring extracorporeal bypass and by physicians trained and experienced using surgical and/or percutaneous (seldinger) vascular access techniques." Additional information obtained by the angiodynamics clinical specialist: the patient had colon cancer surgery few days prior and returned with severe pain in both legs. Testing determined that there was potentially a tumor that was compressing his ivc. He had extensive disease in his cava, both iliacs and femorals and below, potentially a lot of chronic material per dr (B)(6). He had low expectations for this case. There was no access available in the femorals or the popliteals. It took a long time to gain access in the rt and lt internal jugulars and the tibials. The av cannula was placed through the rt ij and we reinfused through the left ij. The av cannula was inserted and advanced just past the occlusive part of the ivc. We were able to obtain very little flow ranging from 200 to 400 cc / min and often times no flow. He utilized the cleaner wire through another stick in the rt ij. The av cannula clogged several times and a balloon was used to unclog each time as dr (B)(6) did not want to remove the cannula over and over again. Adjunct devices were used from the bottom as well and eventually dr (B)(6) decided to stent the cava. The av was removed during this time. Dr (B)(6) requested to keep the circuit circulated and available. He reinserted the av cannula after stenting. The av cannula was placed above the stents and we were able to obtain 2l /min flow. Dr. (B)(6) was working in the legs with the cleaner wire when the patient pressure and saturations began to drop and then never recovered. The physician suspected that a pulmonary embolism was the cause of the patient's death. (B)(4). Device not returned to manufacturer